Event description:
It was reported that during an unk procedure, the jaws would not open after the device was fired. The device had to be cut off of the tissue. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Date sent: 05/29/2008. Info anticipated, but unavailable at this time.